Manufacturer narrative:
The device was received for evaluation. During functional testing, low audio was reproduced when powering on the device. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was identified to be a loose speaker in the rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of low audio. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.